Event description:
It was reported that patient had a frayed recharger antenna cord. The patient also reported that the gray cord that goes into the device is brittle and is frayed. Patient stated it started probably at least a week ago, in 2025, and also the desktop charger (dtc) had broken near the connector pin. Requests were sent to repair to replace the frayed antenna cord and broken dtc. Patient also mentioned they had a new follow up healthcare provider that they'd only seen once, and that it had been a year ago this past (B)(6) 2024 however they could not remember her name. Patient stated they would be seeing them again this (B)(6) 2025. Patient then mentioned they had another issue with something else not working but they hadn't brought it with them to troubleshoot. Patient services asked the patient to describe the issue for the other item that wasn't working and the patient stated "it plugs into the wall and the thing that's blue and white sits on it and charges and it's not charging." Patient services reviewed with the patient that typically when patients have the wireless recharger, they typically didn't use the legacy recharger and advised the patient to call patient services to troubleshoot with the wireless recharger and the patient stated they could never call patient services to troubleshoot late at night because patient services wasn't open so they just had been using the legacy recharger because the wireless recharger wasn't working. Patient stated they'd gotten the wireless recharger 2-3 years ago when they were at their hcp office and the medtronic representative had been there and told the patient they would be a good candidate for the wireless recharger and provided patient with the wireless recharger equipment at that time but it wasn't working. Patient stated they would bring the wireless recharger stuff with them to work in the future so they can call at a later time to troubleshoot that issue. Patient services wanted to note that the patient was very difficult to understand on the call and patient services did their best to document the reported information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed " cable assembly has a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the recharger would start charging and then make a strange beeping noise and erase everything. They finally got it to charge, but don't know if it will hold the charge.

Manufacturer narrative:
Additional information has been updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.